Event description:
It was reported that approximately two years after implantation of a vena cava filter during the scheduled filter retrieval, a detached filter arm was identified in the ivc wall. The filter was successfully retrieved with a snare device. An attempt to remove the detached arm was unsuccessful and it remains embedded in the ivc wall. There was no reported patient injury.

Manufacturer narrative:
The device history record have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this failure mode. This device was not returned. Images were not provided. The complaint investigation is inconclusive for limb detachment.